Event description:
During a remote follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead and a loss of capture was noted on the left ventricular (lv) lead due to suspected clavicular crush of the lv and rv lead. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2021-30825.